Event description:
The patient was found out of bed on the floor near the door to his room. Staff found him as they walked by the door of his room. The bed alarm had been set, but was not alarming. The patient sustained a hip fracture, then was found unresponsive approximately 11 hours post fall, and then expired 14 hours post fall. The exact cause of death is unknown. The bed was locked in a low position with two side rails up and two (at his feet) down. The bed had been set after the patient was returned to his bed after being in the chair.